Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) and a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that when patient was implanted, impedances were normal and stimulation was left off. The day after implant, the ins was turned on and ever since then, patient had been feeling painful stabbing sensation at the pocket site. Patient then started feeling shocking sensation in their testicles on (B)(6) 2025. Caller stated these sensations are occurring when stimulation was only at 0.1 ma and when stimulation is turned off, all sensations subside. The caller was not with the patient. Caller was notified of issue when patient was in clinic yesterday but wasn't able to perform troubleshooting due to time constraints and was going to try and meet with patient later this week. Technical services suggested checking impedances in various positions, palpating the system to attempt to recreate sensation and obtaining imaging. On (B)(6) 2025, the rep met with patient to run impedance and it ranged between 472-790 ohms for all electrode combinations. Despite trying all programs, patient felt shocking sensation at their testicles. Technical services(ts) reviewed with rep that patient most likely have a pocket short. Ts also redire cted rep to hcp to discuss potential revision if patient can't tolerate stimulation sensation in the testicles.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.